Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pacing impedance that resulted in a lead safety switch (lss). Technical services (ts) noted that there was a stored episode with oversensed noisy signals. Ts provided a potential cause. The plan is to being the patient into clinic for further evaluation. The device remains in use. No adverse patient effects were reported.